Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. On (B)(6) 2020, the patient noticed a skin reaction. No symptoms were provided. The patient went to urgent care on 08/03/2020 and was diagnosed with cellulitis at the sensor insertion site and was prescribed cephalexin 500 mg 4 times a day for 7 days. At the time of the report several days later the site was improving. No additional patient or event information is available.